Event description:
On 18th october 2024, rayner received notification from its distirbutor in (B)(4) of an event that occurred during use of a rayone spheric rao100c. The event description provided states that during implantation, the lens optic was observed to have cracked necessitating removal of the lens from the eye.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during implantation, the optic was observed to be cracked. The iol was explanted and exchanged during the original surgery session. There was no harm/injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayner rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "scratched iol (optic)/ scratched iol (during injection)/ cracked iol (optic): forcing a blocked injector, inadequate lubrification, misuse of device, optic edge trapped / damaged on closure of cartridge. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of physical damaged to lens: sharp edge instruments used during surgical procedure; incorrect use of lens injection system; surgeon misidentifying posterior capsule creasing; lens surface ablated by nd:yag operator error and cracked optic surface post injection due to dehydration of lens. Our review of production records for the rayone spheric rao100c batch 034235290 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 034235290. There is insufficient evidence and information available to determine the cause of the event.